Manufacturer narrative:
The suspect device will not be returning for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that during a tace procedure, the 5f catheter detached within the patient. The physician had acquired retrograde arterial access and during catheter manipulations over a guidewire, under fluoroscopy the tip of the catheter detached within the patient iliac artery. The physician attempted to use a vascular snare device to externalized the foreign body but was unsuccessful. After capturing the foreign body with a vascular snare device, the foreign body fragmented into two additional pieces and migrated to the patient's lumbar artery and internal iliac artery. After clinical evaluation by experts and doctors, it was decided to leave the foreign bodies within the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.